Manufacturer narrative:
The device has not been returned to resmed, therefore the alleged malfunction is unable to be confirmed at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) had an issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was not returned to resmed for an evaluation. The power supply unit was replaced by the customer to address this issue. Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective power supply unit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) had an issue. There was no patient harm or serious injury reported as a result of this incident.